Event description:
It was reported that the patient underwent an explant of an intraocular lens (iol) due to a distorted haptic on the same day the iol was implanted. It was stated that an incision enlargement was made which did not require sutures. In addition, the new lens that was implanted was also a model zma00 iol. No further complications were reported. Patient was stated to being doing well.

Manufacturer narrative:
(B)(4). Results- concluding inspection of the returned intraocular lens (iol) indicate that one (1) haptic was distorted. In addition, there appeared to be evidence of blood and viscoelastic. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.